Event description:
It was reported that the patient experienced a burning sensation on the left side of his arm that traveled to the chest. There was no known accident or incident associated with the event. The sensation occurred when stimulation was on or off. It was later reported that stimulation was intermittent. Stimulation was felt when the patient lifted his arm or bent his elbow. It was reported that the hcp looked at an x-ray and thought the lead was fine. Additional information received reported that the battery was fine and the device had stimulation on all contacts. The device was intermittently shocking the patient and was turned off pending evaluation by a surgeon. The patient could not tolerate an impedance test. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).